Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able do fluoroscopy and had all image disk storage issues. Review of the system log file showed that the malfunctioning image processing (ip) pc. The fse replaced the ip-pc, hard disk and recreated the image store. After replacement of the ip-pc, hard disk and recreation of image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not initiate fluoroscopy. No patient harm reported. Philips has started an investigation of the complaint.